Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing wound was being irritated lifevest equipment. Patient described the area as a 4x4 inch deep pocket that is being packed due to a removed infected ICD that is made uncomfortable under the garment straps. There was no alleged device malfunction contributing to the irritation. The patient¿s physician are packing and attending to the wound. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.